Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the physician was unable to implant the right atrial lead. The lead was explanted and replaced successfully. The patient's condition was stable throughout the event.